Event description:
Information received by medtronic indicated that the insulin pump had crack around battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a crack in the case on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. After battery installation, the middle (enter) keypad button did not work. Unable to perform the displacement test due to the non-functioning keypad button. After visual inspection, there is severe corrosion on the battery board and just about everywhere inside the case including pcba1 and pcba2. There is also rust inside the motor end cap and on the bottom of the motor itself. The pump passed the keypad voltage test. Pcba2 was placed onto a known good pcba1 and then into a known good case. The middle (enter) keypad button worked, and the software version was then able to be obtained. Both boards were then taken out of the known good case and placed into the test case. The middle (enter) keypad button did not work after doing so. In summary, the customer¿s report of a crack in the case on the back of the battery compartment was confirmed during visual inspection. The non-functioning middle (enter) keypad button is due to the moisture damage on the terminal of the keypad flex cable and on pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.